Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion, which was not reproduced during evaluation. A review of the event history log identified upstream occlusion messages. The cause was determined to be an out of specification ultrasonic sensor reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line. Service evaluation verified the air in line. The cause was identified to be an out of specification ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.